Event description:
It was reported that the pt had a bilateral deep brain stimulator implanted with connection to extensions. Postoperative impedances showed that all connections on the right side were an open circuit except for the number 8 contact. The doctor had to reopen the incision, re-prep the pt and unconnect and reconnect the extension to the stimulator at which point several impedances indicated that the circuit was fine and about half were still open. He removed the extension one more time and at that point all three contacts and their bipolar read fine but one contact, the number 8 contact, indicated that it was an open circuit. The doctor closed the wound and let the pt go with three functioning contacts. It was likely that reprogramming would take place in (B)(6) 2010.

Manufacturer narrative:
(B)(4)